Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on 11/09/2015 with the following findings: review of the pump¿s black box revealed evidence of a shortened battery life. A battery compartment crack was observed. No moisture was observed within the battery compartment. Leak testing found a battery compartment leak. The pump¿s electric current draws were above specification. Moisture was observed on the continuous glucose monitoring (cgm) module. The pump¿s electrical current draws returned to specification when the cgm module was disconnected from the printed circuit board.